Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that noticed a black object in the syringe . Problem description: in three separate occurrences, with three different pharmacy technicians, azacitadine was reconstituted, confirmed no particulate visible and the vial was fully reconstituted. The technician had drawn up the dose into a 10 ml syringe; while drawing up, they noticed a black object in the syringe (looks like a piece of hard plastic), they initially thought coring of the vial had occurred, but the vial stopper is grey. â· in 1st occurrence, we did not have more drug on hand, so we transferred contents from the original syringe to the new syringe. The technician drew up the remaining dose needed from the 2nd vial, ensuring that the black particulate did not move to the new syringe. â· in 2nd occurrence, we completely remade the product. â· in 3rd occurrence, tech noticed as soon as she had drawn up the amount from 1st vial, so 2nd vial was still viable, and she reconstituted a new vial.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that noticed a black object in the syringe . Problem description: in three separate occurrences, with three different pharmacy technicians, azacitadine was reconstituted, confirmed no particulate visible and the vial was fully reconstituted. The technician had drawn up the dose into a 10 ml syringe; while drawing up, they noticed a black object in the syringe (looks like a piece of hard plastic), they initially thought coring of the vial had occurred, but the vial stopper is grey. â· in 1st occurrence, we did not have more drug on hand, so we transferred contents from the original syringe to the new syringe. The technician drew up the remaining dose needed from the 2nd vial, ensuring that the black particulate did not move to the new syringe. â· in 2nd occurrence, we completely remade the product. â· in 3rd occurrence, tech noticed as soon as she had drawn up the amount from 1st vial, so 2nd vial was still viable, and she reconstituted a new vial.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.